Event description:
It was reported that the patient was charging more than expected. The reporter noted the stimulation would need to be replaced but had not been scheduled for a replacement yet. It was noted that in the past 6 months, the device would not hold a charge. It was noted that it would not work good and the patient had to lay down to charge which put her in pain. The reporter noted that it worked for a little bit and then would lose its charge. It was noted that the patient would lay down for 2 hours and it would only be half way. The reporter noted the patient had been receiving acupuncture and it had been helping her somewhat. It was noted that the patient had been taking liquid medication for arthritis, ¿transit¿, and ¿tramal¿ medication. It was noted the next appointment was scheduled on (B)(6) 2014. It was further reported that after recharging the device, the patient was hurting so bad she could hardly stand it. It was noted the patient had to lay two hours to recharge it. The reporter noted that it would only take half a charge and sometimes went completely out. It was noted that the patient¿s first stimulator that was put in 2001 was not a rechargeable one and worked ¿much better than this one.¿ it was noted that the patient took ¿tramadol¿ 4 times a day 50 mg each and also used ¿pennsaid liquid¿ for arthritis and pain from her back and sciatic. It was noted that the patient took acupuncture once a month also to try to relieve her pain. The patient still had concerns regarding the device or therapy but had not sought further help.

Event description:
Additional information received reported that the patient had a low battery. It was noted that for the last 6 months, the further that the patient could get the charge level was 1/2 full. It was noted that if she used it at all, it would lose its charge and she would have to lie down and recharge it again. It was noted that the patient tried and tried and it would lose the charge back down. It was noted the patient wanted to use it because of her pain level. The reporter noted that she took acupuncture once per month but that was not helping anymore either.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3998, lot# l98516, implanted: (B)(6) 2001, product type: lead. (B)(4).